Event description:
Boston scientific received information that since the implant of this cardiac resynchronization therapy defibrillator (crt-d) there was leakage noted around the wound. The patient was given a pharmaceutical drug in order to help this issue. No adverse patient effects were reported. Subsequently the device was explanted.

Manufacturer narrative:
Should additional information become available, this event will be updated.